Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and captured capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and captured capsular contracture baker grade IV.

Event description:
Patient reported right side "cysts", "rupture", "lymphadenopathy", and "edema." It was later reported "baker grade IV." The device has been explanted.